Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the ventilator continued to ventilate the patient but the touchscreen was nonresponsive to touch. The ventilator then had an audible alarm and the touchscreen went dark. The patient was taken off the ventilator and manually ventilated. Within 30 seconds, the ventilator spontaneously restarted. The patient was placed on another ventilator and there was no harm reported. The debug logs showed that after the cpu reset, the ventilator recovered ventilation.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.